Event description:
A patient reports experiencing serious injuries to both eyes after lasik surgery. The injuries were reported to have been caused by improper treatment entry by the laser technician. The patient stated pre-op bcva was -5 in both eyes with contact lenses. At one day post-op, the patient stated vision was very poor. The surgeon's examination showed both eyes were -13. The surgeon stated to the patient that the technician entered the incorrect treatment plan for both eyes. The patient sought another surgeon's opinion and was told the corneas were too thin for further treatments, she had astigmatism and aberrations. The patient has declined to provide any further information on advice from her attorney. This report is for the left eye, the right is being reported under manufacturer number 3003288808-2011-00214.

Manufacturer narrative:
The reporter did not provide the system used, serial number, surgeon who performed the surgery or any other information that would facilitate a thorough product investigation. The reporter did state the injuries were due to user error - the laser tech entered the incorrect treatment plan for both eyes. A definitive root cause could not be identified. (B)(4).